Event description:
It was reported this probe was used for a liver ablation procedure. When the needle was withdrawn it was noted the insulation cannula had been damaged. A metal introducer had been used (see dfu language). The procedure was completed successfully with another probe. No pt complications were reported.